Manufacturer narrative:
(B)(4). Date sent 5/30/2025 d4 batch # unk b3: only event year known: 2025 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: please provide more details of device malfunction 2. Was the battery plugged in fully with the backlight lit? Yes 3. Was the device in range? Yes 4. Was the safety disengaged? Yes 5. Did the device staple? Yes 6. If yes, was the staple line complete (fully circular)? Yes 7. Did the device have staple line issues? Malforms, missing staples, no staples etc? Malformed staple 8. Was the breakaway washer completely cut? Yes 9. Were there two complete tissue donuts? Yes 10. Did the device cut the tissue? Yes 11. Was it a partial cut? If so what was cut partially, washer or tissue? 12. If yes/no, was there any issue with the cut 13. Was the device locked on tissue with the anvil closed? No 14. If yes, what steps were taken to open the anvil. 15. If the anvil could not be opened, how was the device removed. 16. "Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Yes 17. Did the washer break completely? Yes 18. Was there audible and tactile feedback from the washer break? Yes 19. Was the firing stroke interrupted prior to full washer break? No 20. Was the device difficult to close? No 21. Was there adjusting knob issues? No 22. Did the anvil detach? No 23. Did indicator come into orange range? Yes 24. Were there excessive tissue between the anvil and the deck no this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the stapler did not fire correctly and an error code was sent. Stitches were done instead. No adverse impact patient/user.